Event description:
It was reported that during a lap chole procedure, the device jammed. Another device was used to complete the procedure without problme. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 2/12/2009. Eval summary: the analysis results found that the instrument was returned with the jaws and the trigger partially closed. During evaluation the device was noted empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism). The instrument is designed to lockout when all the clips have been fired and the orange indicator must be visible after the 13th clip is fired. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.